Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the knobs damaged. Incorrect patient fitting was found on the device, the input/output label contains wear and tear. Functional testing found the frequency delivered 34bpm and is within specifications of the tolerance +/- 20%. Device passed all functional testing, unable to replicate the reported issue. During testing, damage and corrosion from wear/tear was found. Replaced knob large (corroded), knob small (damaged). Replaced corroded function switch, dump valve, airmix switch, ventricular residual volume (vrv) with entrainment, variable relief valve, and incorrect patient fitting.

Event description:
It was reported that the unit failed frequency test. Set to 40 breaths per minute and it delivered 34 breaths per minute.